Event description:
It was reported that this right atrial (ra) lead experience a dislodgement while trying to explant another lead. Therefore, the physician decided to implant a whole new system. No additional adverse patient effects were reported.